Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). High impedances during intra-op testing, decided to change out lead. Troubleshooting done was changed sides on wens. No known causes. Used a new lead and issue was resolved. Hcp had no further information. The lead was going to be returned. Patient weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Analysis of 977a260, serial# (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.